Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ceiling radiation shield arm had fallen off due to the arm slowly moved down to its lower stop. Upon troubleshooting actions, the fse re-tension the spring in the leaded arm. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the ceiling radiation shield arm fell off. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.